Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was 495 mg/dl at the time of incident. The customer stated that he treated her high blood glucose by manual injections. The customer stated that he received a battery out limit. The customer stated that the batteries were out of pump greater than duration allowed by the insulin pump. The customer received low battery when he place battery into the insulin pump. The customer could not clear the low battery alarm. The customer was advised to place a brand new battery in the pump. The insulin pump will not be returned for analysis.